Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, non-tortuous, right coronary artery. After being prepped in the anatomy the 4.0x28 mm rx vision stent delivery system was advanced without resistance to the lesion. When inflating the delivery system balloon at 10 atmospheres to deploy the stent, the ends of the balloon inflated slightly, but not the middle. After going to neutral to deflate the ends of the balloon the stent delivery system was able to be retracted without resistance from the anatomy. The stent implant was still secure on the balloon. A new 4.0x28 mm rx vision was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned and the reported inflation issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Reportedly, the device was prepared while inside the patient. It should be noted that the multi-link vision coronary stent systems instructions for use (IFU) instructs the user to prepare the device prior to entering the body. In this case, the IFU deviation does not appear to have contributed to the reported difficulties.